Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, a failure on initial power up occurred. The device's power management board needed replaced to address the issue. However, no repairs were completed, and the device was scrapped.